Manufacturer narrative:
E1: patient city (B)(6). Patient country mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. On 21 -aug-2024, it was reported that the patient encountered infusion set tubing detachement the site of insertion was gluteous. The infusion set was in use for 2 days. No further information available .